Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure at the start, vasoviewhempro vh-3500 cautery was not working. When the harvester tried to use the cautery, nothing happened. There was no beeping sound when the toggle was pulled back to activate the device. Device was unplugged and plugged back in, cord changed, nothing worked. A new device was opened to complete the procedure after a slight delay. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 03/21/2024. An investigation was conducted on 03/26/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The heater wire and gray silicone insulation of the jaws was observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. The device only activated and produced visible steam or heat during two (2) of ten (10) 3-second activations. A tone was audible from the power supply upon activation during these cycles. During the other eight (8) cycles, no steam or heat was visible upon activation and no tone was audible from the power supply. An engineer evaluation was conducted on 04/10/2024 with the following results: hemopro tool failed the pre-cautery test. The heating element in the hot jaw of the complaint device did not heat up and the hemopro power supply did not beep during the pre-cautery test indicating that electrical current was not flowing through the complaint device. It was also observed during the pre-cautery test, that the normal clicking sound made by the switch¿s internal contacts when they close together did not occur which is not normal. The handle of the hemopro tool complaint device was opened to further investigate why the complaint vh-3500 hemopro tool failed to deliver energy. The thumb toggle and switch were removed from the handle. It was visually observed that the switch lever was bent downwards. Using digital calipers, bmram ID# 12216, the switch¿s operating point (o.p.) Was measured to be 8.20 mm which is 0.90 mm below the switch¿s specification nominal o.p. Of 9.10 mm. The 8.20 mm o.p. Measurement was also outside the switch¿s operating point specification tolerance of 9.10 ± 0.80 mm. The downward bend in the switch lever was preventing the switch lever from traveling the amount needed to actuate the switch ¿on¿. Thereby preventing electrical energy from going to the heating element in the complaint device. Based on the returned condition of the device, investigation results, and engineering evaluation, the reported failure "failure to deliver energy" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000368165 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure at the start, vasoviewhempro vh-3500 cautery was not working. When the harvester tried to use the cautery, nothing happened. The device was unplugged and plugged back in, cord changed, nothing worked. A new device was opened to complete the procedure after a slight delay. There was no patient harm.